Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, yellow particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, missing shell on posterior (0-25%), wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.